Manufacturer narrative:
(B)(4). Catalog# igtcfs-65-jp-jug-tulip. Similar to device under 510(k) k090140. (B)(4). Summary of investigational findings: since no product or imaging is received, evaluation is based on the description solely. The exact reason for non expanding filter legs cannot be determined based on the description, but they may have been somehow obstructed from fully expanding due to e.g. Ivc anatomical conditions, clots or if not placed in ivc no evidence to suggest that this device was not manufactured according to specifications. Cook medical will continue to monitor for similar events.

Event description:
Description of event according to initial report: patient underwent ivc filter placement by right jugular vein. First, the sheath was inserted, then the device was advanced into the sheath. The physician pulled the outer sheath of the device, however the filter would not expand. There is the possibility of insertion of the device into spermatic vein, so he performed angiography to check if the device was inserted into spermatic vein, it was not. The filter would not expand even after several try, so the device was removed form the patient. It was replaced with another igtcfs-65-jp-jug-tulip to complete the procedure. Patient outcome: unknown as information was not provided